Manufacturer narrative:
H.6. Investigation summary: no samples and 2 photos were returned by the customer in support of this complaint from catalog 367856, lot number 2132079. Visual examination of the photos was performed and revealed damage to the bottom of the tube. No samples or information on the mold and/or cavity number from the tube were received at the manufacturing site; therefore, the investigation was limited. The 100 retentions were inspected with no issues being identified with the bottom of the tube. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. The exact cause for the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported that during blood draw with bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes the bottom of tube was discovered to be cracked and blood leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: during blood drawing, the bottom of the tube is broken and the blood sample leaks out.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during blood draw with bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes the bottom of tube was discovered to be cracked and blood leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: during blood drawing, the bottom of the tube is broken and the blood sample leaks out.